Event description:
It was reported that a cartridge alarm 20 occurred during the load process, and the customer waited until prompted to remove the used cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Despite assistance from technical support, the issue persisted, and the customer was unable to load a new cartridge and resume insulin therapy. Consequently, technical support decided to replace the pump. The customer was instructed to return the problematic pump to tandem using a pre-paid ups label and to use multiple daily injections as a backup therapy while awaiting the replacement pump delivery, which would require a signature. Additionally, cts provided instructions for storage mode and clarified the steps to be taken upon receiving the new pump, which the customer understood and acknowledged.